Event description:
It was reported that the patient received inappropriate therapy due to a sensing issue. The lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was found at 7.1cm - 7.5cm from the connector pin, consistent with friction to the ICD can. The ptfe liner was also abraded and the outer coil was exposed. The exposed outer coil could make contact with the ICD and cause the reported sensing anomaly.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.